Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported leakage from the cassette was confimred after the procedure was completed because the lower part of the system was covered in solution. The leakage was not noticed during testing or during the procedure. It appears the leakage came from the backside of the cassette and waste water came inside the cassette. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The wet cassette pack was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The elastomers were seated as they should be onto the pinch plate. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A console representing a current software version was then used to test the sample. The sample could prime, and tune with the handpiece successfully. No anomalies were observed during priming. No system message code was generated during testing. Furthermore, no leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).